Event description:
It was reported the rear case is cracked, the atrial connector and lower case need repair, and the battery drawer pulled from the seal. No patient involvement or complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case and lower case were cracked, and the battery drawer, ring, side bails, ring cover, side bail covers, battery drawer o-ring and knobs were missing. It was also noted that the battery release, battery release o-ring, lead flex cover, and board connector cables were contaminated, one case screw and ring cover screw were missing, the liquid crystal display (lcd) was out of specification and the serial number label was out of specification.